Event description:
It was reported that, after a revision surgery had been performed on (B)(6) 2018, the patient experienced instability. A second revision surgery was performed to exchange the journey tibia base np right size 6 component. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this complaint from the united states reports that a journey ii knee was revised secondary to instability. The primary surgery was done in (B)(6) 2016. The first revision was done in (B)(6) 2018. The second revision was done also due to instability in (B)(6) 2020. No medical documentation has been provided for this investigation. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes could be patient medical history, post-operative healing issue, traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.